Manufacturer narrative:
The substance appears to be related to a sterilization issue. If the device is not properly sterilized, a residue may reside on the surface.

Event description:
During product eval at the MFR, an unk substance was discovered on the device. This did not happen during a procedure, so there was no pt involvement and no adverse consequences were alleged with this event.